Manufacturer narrative:
The specific dates and times of the processing runs from which patient tissue samples exhibited sub-optimal processing were not provided by the complainant. However, the complainant indicated that "underprocessed" patient tissues samples had been derived from the "8 hr factory recommended protocol" only. The "factory 8hr xylene standard" protocol has been validated for use in this laboratory since 28 december 2010; and sub-optimal processing of patient tissue samples has not previously been reported to the manufacturer in relation to use of this protocol. Investigation of this complaint found that the instrument functioned as designed between (B)(6) 2021 and (B)(6) 2021, which is the period covered by the instrument logs provided. Based on the information available, it was determined that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the type/size of the patient tissue samples being processed. Specifically, information provided by the complainant detailed that: "...there may have been a grossing error (thick slicing of excision/ large biopsies)." Section 8.2.1 of the leica peloris/peloris ii rapid tissue processor user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: - the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. - the 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. - the 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. - the 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). - the 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol.

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "we are having issues with both of our peloris ii. The purity concentrations for our formalins do not seem to be updating correctly and they never seem to indicate needing to be changed. One of our processors (serial number (B)(4)) was changed 40 days and 970 cassettes ago and it still indicated that the purity is 98.7%. The other one was changed 17 days and 531 cassettes ago and it indicates the purity is 99.3%. This has caused the formalin to get a strong odor and we are concerned that it may also have caused some recent underprocessing. We go ahead and change them when we notice the odor. The alcohol and xylene reagent management in the software is working fine. *phone conversation with customer: customer is using factory xylene setup, informed customer that due to low volume of samples that formalin is not requesting to be changed. No errors prompted on both instruments, under processed tissue to only large excisions using 8 hr factory recommended protocol. Customer admitted that there may have been a grossing error (thick slicing of excision/ large biopsies). Issue occurred 2 or 3 times combined between both instruments, unknown as to how many samples affected. Small biopsies are not affected, and have processed well across both instruments." On 30 june 2021, the leica applications technical team lead-core histology (fss) visited the customer site to obtain further information regarding the circumstances involved in this complaint. The fss documented the following: "I recommended that the customer add a days change threshold to their formalin to ensure that it is refreshed regularly. The customer stated that the periodic issue they are experiencing is most likely due to inadequate fixation, which is only impacting a couple of samples within the same run. We discussed grossing practices and whether they are refreshing the formalin at the grossing station at least twice per day, and they stated that they are not. They will begin that practice immediately. We agreed that the formalin on the instrument was becoming depleted, which was [sic] impacted samples that had not properly fixed prior to loading on the processor." The fss documented that the specific number of affected runs from which the quality of processing of patient tissue samples was adversely impacted was not known, but "they noticed periodic blocks within runs", executed in either retort a or b. The tissue type(s) and size(s) of the affected samples were both detailed as "varied". On 30 june 2021, the leica applications technical team lead-core histology received information that all patient cases involved in this event were diagnosable.